Event description:
Reporter alleged the blood glucose monitoring device generated a result prior to the test strip being dosed with blood or control solution. It was stated the meter generated a result of 264 mg/dl before blood was applied to the test strip at 9:59 pm so customer tried a second time to tests and the meter generated another un-dosed result of 218 mg/dl at 10:00pm. No actions or treatment resulted reportedly. A request was made for the return of the suspect device and replacement product was sent.